Event description:
The customer reported that three days after an open colon procedure, during which a forcefxc was in use, the condition of the patient changed. In an add'l procedure, necrosis and perforation in the duodenum was confirmed. The patient was hospitalized in ICU.

Manufacturer narrative:
(B)(4). The incident unit has been tested by the covidien international service center in (B)(4) and was found to function properly.